Event description:
Hold sbfend user alleges while operating the motorized wheelchair down a ramp, the unit went off the side. Allegedly, as a result of the incident, the end user was hospitalized. End user was not wearing a seat belt.

Manufacturer narrative:
Upon manufacturer's evaluation there was no fault found with the unit. End user reported driving the motorized wheelchair, without the use of a seat belt, off the edge of a ramp that was non ada compliant. The owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees". "Information about the design of ramps appropriate for wheelchair access for your home are contained in guidance from the americans with disabilities act, which can be located at (B)(4)." And "always use the seat belt".